Manufacturer narrative:
The electrode lot numbers and expiration dates were requested but were not provided. The field service engineer found the sample probe was contaminated with fibrin and there were crystals on the sipper drain. The sample needle, sipper, and the ise were cleaned. Calibration and qc were within range. The investigation was not able to determine a specific root cause. The issue was consistent with a maintenance issue and was resolved by the service actions.

Event description:
There was an allegation of questionable ise indirect gen 2 results from the cobas 8000 cobas ise module. No specific patient data was provided, but the reporter stated the repeat results from another analyzer were 10 mmol/l different.